Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2008 (B)(6); product type catheter. (B)(4).

Event description:
It was reported the patient had a routine pump replacement on 2014 (B)(6), but the next morning the patient had baclofen withdrawal. The patient was admitted to the intensive care unit (ICU) on 2014 (B)(6). The patient had surgery/second procedure that evening to make sure the pump was working and it was noted the pump was working. The healthcare provider (hcp) did a dye study at the same time as the surgery and the dye study showed the tubing was fine. It was further reported, the patient had the pump before and ¿did very well.¿ nobody could figure out why the patient was having withdrawal since the pump was working properly. The pump was being used to deliver baclofen and morphine. Outcome was not reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.